Manufacturer narrative:
A recall of affected devices will be conducted under r-2024-09.

Event description:
The labels (main label as well as patient label) indicate a size xxl, although this is a standard-size neck segment.

Manufacturer narrative:
The recall r-2024-09 was initiated and all affected devices have been removed from the us market. This is the final supplemental report, the complaint is closed.

Event description:
The labels (main label as well as patient label) indicate a size xxl, although this is a standard-size neck segment.